Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient presented with the implantable cardiac monitor (icm) protruding through the insertion site. The site was healed around the partially protruding device. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.